Event description:
It was reported the patient experienced recurrent infection and drainage at the abutment site, and was treated with antibiotics (specific type, date, duration not reported). The implanted device remains.